Manufacturer narrative:
Device not returned.

Manufacturer narrative:
Additional manufacturer narrative: through follow up with the health care provider, the surgeon has disassociated this device from the event. Therefore, it has beendetermined that this is no longer a reportable complaint.

Event description:
It was reported that the patient has expired. The cause of death is unknown. The implant duration was less than a month. It is unknown if the death was device related. No further details were provided. Information learned from implant patient registry. No letter required.